Manufacturer narrative:
Clarification to d4 device information and d6a implant date: healthcare professional reported partial implant date of "over 25 years ago". Additional device and patient information could not be provided. Per internal database, a possible right side serial number was found as hc4520 -- implanted on 29/sep/1995. But the patient's last name is different and there is no date of birth available to confidently match this device information to the patient in this record. Device received and analyzed in the lab was a mcghan 360cc saline implant, which would otherwise match this device information. D4 will remain as unk saline implant. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, two openings assessed as surgical damage, missing piece of shell assessed as inconclusive and broken device assessed as surgical damage. As per the investigation procedure creases and delamination plug strap assessed as adhesive failure were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported no complaints against the device. Healthcare professional later reported deflation. Record is for right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported no complaints against the device. Healthcare professional later reported deflation. Record is for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported no complaints against the device. Healthcare professional later reported deflation. Record is for right side. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 6-nov-2024. Additional, changed, and/or corrected data: h11.

Event description:
Healthcare professional reported no complaints against the device. Healthcare professional later reported deflation. Record is for right side. Device has been explanted.